Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed error 63 was displayed in logs. Replaced touchscreen panel(d160-00-0123) tested devices inputs and had no issues. Performed touchscreen test and had no issues. Device returned to service and cleared for patient use.

Event description:
N/a.

Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) has touchscreen issues. Error code 63 found. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: d1, d4

Event description:
N/a.